Event description:
The biomedical engineer (bme) reported that they had a failed kvm connected to central nurse's station (cns) screen in the closet, and they are getting a screen resolution error. They had already went through the intel hd control panel to create a custom resolution, so tech support (ts) had them reboot the cns, and the resolution was there for him to select. The cns was booting fine without being connected to the kvm; but after connecting the replacement kvm, the cns is beeping then rebooted. This unit is going into windows but reboots as soon as the application tries to launch. Ts asked him to shut the cns down for 2 minutes and then reboot the unit, but it did the same thing after that. Ts then asked him to swap the hdds, and after swapping it booted up. They had removed the primary drive, and they are ordering a replacement hdd. Not in patient use.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that they had a failed kvm connected to central nurse's station (cns) screen in the closet, and they are getting a screen resolution error. They had already went through the intel hd control panel to create a custom resolution, so tech support (ts) had them reboot the cns, and the resolution was there for him to select. The cns was booting fine without being connected to the kvm; but after connecting the replacement kvm, the cns is beeping then rebooted. This unit is going into windows but reboots as soon as the application tries to launch. Ts asked him to shut the cns down for 2 minutes and then reboot the unit, but it did the same thing after that. Ts then asked him to swap the hdds, and after swapping it booted up. They had removed the primary drive, and they are ordering a replacement hdd. Not in patient use. Investigation conclusion: the customer report of screen resolution error was caused by a defective keyboard, video, mouse switch (kvm) based on the troubleshooting steps the customer reported performing. The issue was isolated to the kvm. As such, kvm failure would be an indication of hardware failure of the kvm. Hardware failure could come as a result of physical, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, definitive root cause cannot be determined.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a failed kvm connected to central nurse's station (cns) screen in the closet, and they are getting a screen resolution error. They had already went through the intel hd control panel to create a custom resolution, so tech support (ts) had them reboot the cns, and the resolution was there for him to select. The cns was booting fine without being connected to the kvm; but after connecting the replacement kvm, the cns is beeping then rebooted. This unit is going into windows but reboots as soon as the application tries to launch. Ts asked him to shut the cns down for 2 minutes and then reboot the unit, but it did the same thing after that. Ts then asked him to swap the hdds, and after swapping it booted up. They had removed the primary drive, and they are ordering a replacement hdd. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they had a failed kvm connected to central nurse's station (cns) screen in the closet, and they are getting a screen resolution error. They had already went through the intel hd control panel to create a custom resolution, so tech support (ts) had them reboot the cns, and the resolution was there for him to select. The cns was booting fine without being connected to the kvm; but after connecting the replacement kvm, the cns is beeping then rebooted. This unit is going into windows but reboots as soon as the application tries to launch. Ts asked him to shut the cns down for 2 minutes and then reboot the unit, but it did the same thing after that. Ts then asked him to swap the hdds, and after swapping it booted up. They had removed the primary drive, and they are ordering a replacement hdd. Not in patient use.